Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "leak in iab circuit" messages and failed the safety disk leak test. The unit was switched to another unit and therapy was continued. No pt injury was reported.